Manufacturer narrative:
Terumo did not receive the actual device and further investigation is necessary. Terumo plans on submitting a follow-up report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the isolator dome that connects tot he cardioplegia in the pack is defective and leaking. The customer reported that numerous incidents occurred, but specific dates and times are unk. The product was changed out, there was no blood loss, the surgery was completed successfully. The event did not cause delay in surgery procedure. There was no pt harm.